Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and unresponsive keypad. The customer's blood glucose reading was unknown. The customer sated they tried to clear the alarm, but buttons did not work. The insulin pump was not dropped or exposed to high magnetic field. The customer was advised that the device would be replaced it is unknown if the insulin pump will be returned for analysis.